Event description:
A malfunction alarm was reported without any notable events occurring prior. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was informed of the need for pump replacement, and a replacement pump was provided to ensure insulin delivery continued without interruption.